Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing shocking sensation when the scs system was turned on. The pt reported she had fallen. The pt met with the physician and diagnostic testing showed multiple contacts with low impedances. It was reported the physician suggested surgical intervention of the ipg pocket for testing, however, the pt had not decided on a course of action. Alternative pain relief was discussed, and x-rays were taken. It was reported no x-rays were taken of the ipg.